Manufacturer narrative:
E1: phone number: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection found air bubble on the downstream occlusion (dso) seal. Primary reported problem that device "keeps failing the accuracy test" could not verified by accuracy testing procedure and visual inspection. The most likely cause the report error due to badly damage dso seal. Replaced dso sensor assembly to resolve the report error. The device passed all functional tests after the repair.